Event description:
Information received from the cypress indicated that a patient experienced unstable angina at the month eighteen and twenty four visit. The patient also underwent revascularization of an unknown vessel due to unstable angina twenty five months after the index procedure. On the same day, the patient experienced retroperitoneal bleeding. On the next day, the patient had a cardiac arrest. At the time of the index procedure, angiography revealed 80% stenosis to the proximal left artery descending (lad). The lesion was described as 3.5mm in diameter, 20mm in length, ostial, class b2 and de novo. A 3.50 x 28mm cypher rx at 16atm was implanted by direct stenting. There was no post dilation and 0% residual. There were no complications reported and the patient was discharged the next day. On the eighteen and twenty four month visit, the patient experienced unstable angina. Approximately twenty five months after the index procedure, the patient experienced unstable angina and underwent a revascularization to an unknown vessel. It was treated with ptca. The event was reported as resolved. On the same day of the procedure, the patient experienced retroperitoneal bleeding and on the next day, the patient had a sudden death. Per death certificate, it was a cardiac death. Per the investigator, these events were not related to the study stent.

Manufacturer narrative:
Concomitant medications: aspirin 81mg bid, lisinopril 20md qd, metoprolol 50mg bid, nitro state 0.4mg prn, percocet 325-10 mg tid, temazepam 15mg prn, plavix 75mg qd, ventolin 90mcg qid, imdur 30mg bid and pulmicort flexhaler 180mcg bid. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: complaint conclusion: information received from the cypress study indicated that a patient experienced unstable angina at the month eighteen and twenty four month visits. The patient also underwent revascularization due to unstable angina twenty five months after the index procedure. On the same day, the patient experienced retroperitoneal bleeding. On the next day, the patient had a cardiac related death. This was a (B)(6) male with medical history including angina, previous pci, previous CABG, family history of coronary artery disease, unstable angina pectoris, hyperlipidemia, hypertension, cva / stroke, myocardial infarction, smoking (within 30 days). At the time of the index procedure, angiography revealed 80% stenosis to the proximal left artery descending (lad). The lesion was described as 3.5mm in diameter, 20mm in length, ostial, class b2 and de novo. A 3.50 x 28mm cypher rx at 16atm was implanted by direct stenting. There was no post dilation and 0% residual. There were no complications reported and the patient was discharged the next day. On the eighteen and twenty four month visit, the patient experienced unstable angina. Approximately twenty five months after the index procedure, the patient experienced unstable angina and underwent a revascularization to an unknown vessel. It was treated with ptca. The event was reported as resolved. On the same day of the procedure, the patient experienced retroperitoneal bleeding and on the next day the patient had a sudden death. Per death certificate, it was a cardiac death. Per the investigator, these events were not related to the study stent. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15019311 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.